Manufacturer narrative:
Block b3: exact date unknown, event occurred around april 2025.

Event description:
It was reported that the patient was experiencing longer charging times and the remote control was not communicating with the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.